Manufacturer narrative:
Eval in progress, but not yet concluded.

Event description:
During routine testing of the device, the repair tech reported the center keypad was worn. No other details regarding the nature of the event were provided. The monitor was originally returned for a standard reference sensor module failure. Since the event occurred during routine testing, there was no pt involvement during this event.